Event description:
A customer contacted beckman coulter inc. (Bci) in regards to creatinine reaction cup leak on the synchron cx3 delta clinical system not calibrating. No injury was reported for this event.

Manufacturer narrative:
The customer canceled the service request. On (B)(4) 2011, qa followed-up with the customer. The customer suspected that she did not tighten the reaction cup when she performed weekly maintenance. The customer re-run the weekly maintenance and tighten the reaction and issue was resolved.